Event description:
It was reported that during the implant attempt, the physician encountered great difficulty in maneuvering the right ventricular (rv) lead due to the patient's anatomy at the initial access point. Additionally, during the placement, the lead exhibited high impedances. The physician removed the lead, and reattempted at a different access point. Subsequently, the maneuverability was markedly improved, however, the lead continued to exhibit high impedances. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).